Manufacturer narrative:
(B)(6). Health professional correction from no to yes. Device manufacture date correction from 3/5/2010 to 3/4/2010. A field service engineer was dispatched to the customer site to perform preventative maintenance. The vacuum pump oil, catalytic converter and oil mist filter were replaced to resolve the odor/smells/haze/mist issue. Unit meets specifications and was returned to service. Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the odor/smells/haze/mist issue and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Trending analysis of the odor/smell/haze/mist issue was reviewed from march 2017 to september 2017 and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." No parts were available for return and further analysis. The assignable cause of the odor/smell/haze/mist issue is the oil mist filter, catalytic converter and vacuum pump oil. The field service engineer replaced these parts and confirmed the sterrad® nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. (B)(4).

Manufacturer narrative:
The customer also reported a smell of oil coming from the sterilizer. The fse visited the site and confirmed the unit needed a planned maintenance (pm). The initial MDR report stated the pm had been performed and the unit was returned to service. It was later determined that the fse advised the customer a pm was needed, but the service has not yet been performed as the fse is waiting for the customer to approve the service.

Manufacturer narrative:
A field service engineer was dispatched to customer site. A planned maintenance was performed to resolve the haze/mist/vapor issue. Unit meets specifications and was returned to service. (B)(4).

Event description:
A customer reported a haze/mist/vapor emitting from the sterrad® nx sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.